Manufacturer narrative:
Qn# (B)(4). It was reported that the sample is not available for return; therefore, ten samples were selected from current production at the manufacturing facility for evaluation. The manufacturing site reports that a visual exam was conducted on the samples from production and no defects were observed. The cuff pressure was then tested on the samples and the cuffs on all ten samples could be inflated without any issues and they maintained pressure at 25mbar with no abnormalities. There is 100% inspection performed in manufacturing in which any defects would be identified prior to release from the manufacturing facility. The manufacturer also reports that according to the IFU there are few warnings that are stated to avoid blockage. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we recently received a report to the rapid response column which mentions the teleflex armoured ru¨sch flex endotracheal tube. Specifically, the authors encountered a blocked endotracheal tube which occurred after the circuit connector was intentionally remove to facilitate submental intubation, resulting in dislodgement of a plastic adherent binding". It was further reported that "upon completion of surgery, the patient was given sugammadex with quantitative train of four (tof) > 90 and respiratory rate of 8-10 with tidal volumes > 400 cc". No patient harm or injury reported. Specific patient condition unknown at time of report however it was reported "the remainder of the case continued without issue".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we recently received a report to the rapid response column which mentions the teleflex armoured ru¨sch flex endotracheal tube. Specifically, the authors encountered a blocked endotracheal tube which occurred after the circuit connector was intentionally remove to facilitate submental intubation, resulting in dislodgement of a plastic adherent binding". It was further reported that "upon completion of surgery, the patient was given sugammadex with quantitative train of four (tof) > 90 and respiratory rate of 8-10 with tidal volumes > 400 cc". No patient harm or injury reported. Specific patient condition unknown at time of report however it was reported "the remainder of the case continued without issue".